Event description:
Allergan aesthetics received a report of a social media post indicating that a coolsculpting treatment caused a disfigurement and discoloration.

Manufacturer narrative:
This is a social media post that alleged disfigurement and discoloration after treatment with coolsculpting; however no additional information could be obtained. Based on paucity of information, this is being conservatively reported.